Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead migrated. As such, surgical intervention took place on (B)(6) 2021 wherein the lead was explanted. The procedure was abandoned and no new lead was implanted during the procedure (manufacture report number: 1627487-2021-13757).

Event description:
Additional information received indicates that patient lost therapy due to the lead migration. Additional surgical intervention may take place at a later date to implant a new lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.